Event description:
It was reported that the tip of an asahi caravel microcatheter had separated during a percutaneous coronary intervention (pci) to treat a heavily calcified 90-99% stenosis in the segment #6 of the left anterior descending artery (lad). After crossing the lesion with an asahi sion blue guide wire, the caravel was used to replace the sion blue with a rotawire. Rotational atherectomy was performed with a 1.75 mm rota burr. Another wire exchange from the rotawire to the sion blue was then made. When removing the caravel, the catheter tip was found separated. The separated catheter tip was removed with a balloon catheter and then the procedure was resumed. The pci was successfully completed with reestablished blood flow achieved by stenting. There were no adverse patient effects associated with this event and the patient was discharged without problem.

Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter was returned for evaluation with the concomitant balloon catheter. The distal segment of the tip of the returned caravel was found torn off and the torn end of the tip was oblique. Multiple circumferential cracks were observed on the tip polymer proximal to the torn end, which are traces of ductile tearing. These findings indicated that the catheter tip was torn off by combined stress of bending and tension. The separated tip was found at approximately 4 mm-7 mm proximal to the tip of the provided balloon catheter. The tip polymer was burred with slit and scratches, which were likely caused due to interference with calcium. Just as seen on the proximal side, cracks were observed on the polymer surface of the separated tip. Investigation of the returned microcatheter suggested that the tip was stretched and torn off when bending stress was applied and tip tearing occurred at approximately 2 mm from the distal end of the tip, where the junction of the polymer-only segment and the polymer-and-braid tube segment located. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending and tensile stress generated during removal had most likely contributed to the separation of the tip. The applied stress would exceed the product design limit when the tip was being caught and restricted its movement by the calcium, making the tip polymer stretch and eventually tear off. It was concluded that this event was not attributed to product quality. Given that severe damage was observed on the returned microcatheter and the separated tip, a possibility could not be completely ruled out that some tip fragment(s) might be left in the patient. Instructions for use (IFU) states: [contraindications]: do not use this microcatheter in advanced calcified lesion. [Warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects]: separation.